Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the implantable pulse generator (ipg) "failed." The device was replaced. No patient complications have been reported as a result of this event.